Manufacturer narrative:
Product event summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The primary cause of death per the certificate of death was ventricular fibrillation due to dysrhythmia. (B)(4). Add'l devices: (B)(4) implantable pacing lead, (B)(6) 2012, (B)(4) implantable tachy lead, (B)(6) 2012.

Event description:
It was reported that the patient 'died suddenly' at home approximately one month post the device system implant. The manufacturer's representative received the device system, with partial pieces of the leads, from the physician after being explanted by the funeral home. The family asked that the device be returned to the manufacturer for analysis as the family was concerned the device 'malfunctioned.'

Manufacturer narrative:
No eval explain code.